Manufacturer narrative:
(B)(4). Approximate age of device ¿ 21 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 from inpatient rehab for a presumed gastrointestinal bleed. The patient had down trending hemoglobin and possible blood in stool. An arteriovenous malformation was confirmed. The patient was transfused with 3 units of packed red blood cells over a 24 hour period. At the time of the event, the patient was on aspirin and warfarin. Aspirin was held and the patient was discharged on (B)(6) 2016. On (B)(6) 2016, the patient was readmitted with recurrent gastrointestinal bleed after routine labs demonstrated a hemoglobin of 4.9 g/dl and a sub therapeutic inr of 1.1. At the time of the event the patient was on warfarin. The patient was transfused with 2 units of packed red blood cells over a 24 hour period. On (B)(6) 2016, coumadin was held due to active gi bleed. On (B)(6) 2016, IV heparin started. On (B)(6) 2016, continued IV heparin to coumadin. The patient was discharged on (B)(6) 2016 with an inr of 1.6.